Event description:
Patient undergoing open reduction internal fixation (orif) of left distal radius. Reportedly, during the procedure when the bicortical sliding screw was placed, the screw head broke prior to being snug with the plate. The sale representative reportedly confirmed that the correct drill bit had been used and suggested to use a tap prior to placing subsequent screws. A second screw then broke reportedly while doing finger tightening. The broken pieces were reportedly not retrievable and were left in the long finger metacarpal. Procedure was completed using other screws without reported patient harm.